Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient received a left hip prosthesis on (B)(6) 2015 and a right hip prosthesis on (B)(6) 2016, both were performed at hospital (B)(6). During 2017, patient suffered his first hip dislocation. Then, during 2018, patient suffered a second dislocation. On the same year, 2018, the patient was diagnosed with a pseudotumor. Patient suffered an adverse reaction to the metal coming from the implanted devices. It is to note that patient is allergic to cobalt and that the prosthesis remains implanted in patient. Reporter stated on initial email notification that this was a case implanted in 2015 with confirmed metallosis in posterior analysis.

Manufacturer narrative:
Sectio d.4: the lot # has been updated.